Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review found that all release criteria was met for this lot. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the administration (spike) port connector came out of the administration (spike) port tubing during compounding. There was no patient involvement or adverse event reported. No additional information was provided.